Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. The physician elected to explant the ipg.

Manufacturer narrative:
Event conclusion: upon receipt at cpi, an interrogation noted a magnet rate of 92.6 when the device was measured at the returned parameters (lower than nominal 2.5 v amplitude). However, the device paced and sensed normally and passed all automated and manual electrical tests, including two tests which verified that the battery was not depleted. Additional anlysis noted that the vaule of a trim resistor in the magnet rate circuitry had drifted. The change in value caused the magnet rate to not correlate with the battery voltage resulting in an erroneous battery status.